Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. The customer's blood glucose level was unknown. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that they were not calling back after previously troubleshooting for the alarm. The customer reported that they received an alarm after inserting a battery. The insulin pump will not be returned for analysis.